Event description:
It is reported that the device did not stay on our stem at the office when it was tested with the versys heads.

Manufacturer narrative:
Eval summary: a 6 degree taper provisional head was returned for review. The provisional shows signs of usage on the inner taper and on the outer articulating surface indicating that the device has been effectively used in the field. At the time of return, the device had a potential field age of approx 5 years. The device was dimensionally analyzed and found to be within spec. The provisional head was tested with several 6 degree taper stems and shaken upside down to see if the device falls off. The provisional head was found to function as intended as the device remained on the stem. No failure found in the device. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs at the time of manufacture. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.